Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that a lead failure was discovered during a routine office check. Impedances were greater than 3000 ohms and the device was unable to pace at max output. The physician suspected subclavian crush to be the cause for the damage. The lead was capped and a new lead was placed.